Event description:
A patient reportedly experienced an increase in seizures shortly after a generator repositioning surgery. Per the patient's mother, the patient was having more seizures than she had prior to vns. The patient had not had nocturnal seizures since she was very young, but she was having many nocturnal seizures. The patient's mother was concerned that the patient's vns was not functioning properly as the patient also could no longer feel stimulation. Impedance was within the normal limits. No additional relevant information has been received to date.

Event description:
A company representative reported that the patient was doing better as of a recent clinic visit. No additional relevant information has been received to date.